Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer did not request that getinge be dispatched to evaluate the unit in connection with this event. However, the facility¿s biomedical engineer reported that they will be purchasing new pumps this month and no repair is needed on the iabp.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was supporting a patient the pump stopped for about 30 seconds with no alarm, and then resumed pumping. The pump was removed from the patient. The printed alarm history showed no indication of a kink or reason for stopping. All connections were secure. It was later reported that the alarm history showed error 57. No adverse event was reported.